Event description:
Phaseal syringe tip leaked at junction furthest from syringe. Pt received adequate drug. Nurse and pt were not exposed. Nurse donned appropriate clothing and patient was not physically exposed. Date of use: (B)(6) 2012. Reason for use: sct.